Manufacturer narrative:
The device(s) associated with this adverse outcome was/were returned from an unknown source. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and analysis of the device revealed normal battery depletion. (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed).

Manufacturer narrative:
The device(s) associated with this adverse outcome was/were returned from an unknown source. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. Without a lot number or device serial number, the manufacturing date cannot be determined. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The device(s) associated with this adverse outcome was/were returned from an unknown source. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. Without a lot number or device serial number, the manufacturing date cannot be determined. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed).

Event description:
A cardiac resynchronization therapy defibrillator (crt-d) and three leads were returned from an unknown source with no information. Information identified in the manufacture's data base indicated the patient died approximately ten months post implant of the system three years ago.